Manufacturer narrative:
The customer¿s report of visualized spark and fire was not confirmed, however thermal damage to the pcu¿s right male iui connector was confirmed. Visual inspection of the pcu showed that fluid appeared to have pooled above pins 1 and 2 which caused a shorted condition. Testing did not result in any fire, sparks, smoke or thermal damage. The device that was connected to the pcu at the time of the thermal damage was not returned for investigation. The root cause of the spark and fire was not identified. The root cause of the thermal damage was fluid ingress on the iui connectors.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that as a user on the floor was powering up the pc unit on battery power prior to patient use, a spark from the right iui was observed. The user turned off the device and sent it to biomed. Biomed inspected the device, and changed the battery which was due for a planned replacement. To continue testing, he then powered up the unit on battery power, and the right iui started to flame. The biomed was not injured, and there was no patient involvement. The biomed also stated that the hospital uses batteries from the manufacturer.

Event description:
The customer reported that as a user on the floor was powering up the pc unit on battery power prior to patient use, a spark from the right iui was observed. The user turned off the device and sent it to biomed. Biomed inspected the device, and changed the battery which was due for a planned replacement. To continue testing, he then powered up the unit on battery power, and the right iui started to flame. The biomed was not injured, and there was no patient involvement. The biomed also stated that the hospital uses batteries from the manufacturer.

Manufacturer narrative:
Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.